Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was received in with a cracked gas supply indicator cover. The customer stated problem was duplicated. Replaced gas supply indicator. The cause of the reported problem was traced to the user manipulation of the device. The manufacturing DHR is not relevant to the investigation due to the age of the device and the problem source being user interface.

Event description:
It was reported that the indicator was broken.